Manufacturer narrative:
It was reported that the 10-12 amia cassettes leaked throughout the end of its patient line during the end of priming. The patient was not connected during the event. One sample was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified on the returned sample. The rest of the devices were not received for evaluation; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) to twelve (12) amia automated peritoneal dialysis sets with cassettes leaked. This was noticed during the last three minutes before the end of priming. The patient was not connected during the events. The caregiver (cg) stated that they noticed the solution starts coming out of the patient line to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.